Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as stated under the warnings section of the product's instructions for use (IFU). The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Appearance check result was consistent to reported information. No abnormalities were found in production and inspection records of the product (serial no.: (B)(6); model: 250). We also confirmed there were not any abnormalities on the loop pull strength test record of the material lot (todi-g115-06). The exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Event occurred in china. Damaged haptic after implantation. Trailing; damaged haptic. "The hospital reported the incident as a serious adverse event to china authority. Due to the patient's advanced age, another iol could not be replaced, and the original one remained in the eye after clinical assessment. The patient returned the next day for follow-up, and the iol was confirmed to be properly positioned." The surgical image can be found in the attachment. Problem code: a0414 - material split, cut or torn.